Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips are scissoring, leading to bleeding. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. One back table photo which includes 5 clips on gauze was received and reviewed. Four of the five clips are considered to be beyond spec, one clip cannot be determined to be within or out of specification based on how it is lying. Scissoring of a clip occurs when the device jaws get out of alignment with each other resulting in the clip legs being offset from each other rather than being in alignment. Jaw misalignment can be caused by external rotational, downward, and/or side forces being applied to the jaws during firing. Additionally, if the jaws are clamped over a hard object, such as another clip or clip leg, the jaws can become misaligned either temporarily or permanently, causing a malformed clip and a possible clip loading issue. Based on the photographic evidence and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over a hard object.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much bleeding occurred? How was the bleeding controlled? Did the patient receive any blood products? If yes: how much blood products was given to the patient? What is the patient¿s current condition? Unfortunately the account does not have the clip applier for return.